Event description:
The manufacturer received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 27, 2023 and section h11 should be reported as: the manufacturer received information alleging visualization of particles related to a bipap device's sound abatement foam. Additional information was received about the alleged lung issues-breathing, walking problem, heart and other problems. There was no report of patient harm or injury. Section h6 has been updated in this report.